Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 590cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral inframammary fold failure, post-procedure. The rupture was diagnosed via mammogram and consultation. As a result, the patient underwent bilateral partial capsulectomy, bilateral capsule repair, bilateral mastopexy and bilateral removal on (B)(6) 2021. This medwatch form is for the left breast prosthesis. Complications on the right breast has been reported under mrn: 1645337-2021-05898.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 590cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral inframammary fold failure, post-procedure. The rupture was diagnosed via mammogram and consultation. As a result, the patient underwent bilateral partial capsulectomy, bilateral capsule repair, bilateral mastopexy and bilateral removal on (B)(6) 2021. This medwatch form is for the left breast prosthesis. Complications on the right breast has been reported under mrn: 1645337-2021-05898.

Manufacturer narrative:
On january 31, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 590cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.